Manufacturer narrative:
Lot number ¿ the following lot numbers are included in this report: 18c039, 18c038. One single use device was received for evaluation with approximately 91ml of fluid in the bladder. The evaluation is complete. A visual inspection on the returned unit via the naked eye noted no signs of blockage or physical abnormalities that could have caused the reported issue. The luer cap was removed and evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. The reported condition was not confirmed. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two large volume infusors did not flow. One of the devices did not flow during infusion, and the other device did not flow during an unspecified process step. Of the two events, it is unknown if one involved a patient, and 1 involved a patient with no patient consequences. No additional information is available.